Event description:
The customer reported to customer svc that the transformer housing for her pump in style breast pump backpack was damaged. The screws fell out of the housing unit exposing the wires. The customer put rubber bands around the housing to hold it together. There is a breach present, which is a safety risk.

Manufacturer narrative:
The customer will receive a replacement transformer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get add'l info are on-going. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time..